Event description:
Allegedly, a pt was informed by their physician in 2000 that their bhcg level was 289 mlu/ml. Twelve days later, vaginal ultrasound showed a normal uterus. Between 09/2000 and 10/2000 their bhcg levels ranged from 150 to 290 mlu/ml. Twenty days later, a d&c found no products of conception. Methotrexate injections were administered twice in december 2000. Their bhcg levels remained elevated. On 01/2001, a physical examination showed no abnormalities. On 02/2001, CT scan of the chest, abdomen, and pelvis was normal. Nineteen days later, a diagnosis of gestational trophoblastic neoplasm was concluded. Multiple rounds of chemotherapy were administered between 02/2001 and 04/2001.